Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract surgery with intraocular lens (iol) implantation procedure, an intraocular lens had been used and was found to be damaged. One of the haptics was defective. Additional information was received by stating, there was no patient contact and impact to the patient.